Event description:
It was reported that, "the pt alleges failure of his hip prosthesis." Additional info has been requested.

Manufacturer narrative:
The info in this report was provided by the stryker orthopaedics legal affairs department. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the eval summary will be submitted in a supplemental report.